Manufacturer narrative:
(B)(4). ¿ a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. ¿ ¿ attempts are being made to obtain the following information.¿to date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physicians opinion as to the etiology of or contributing factors to this event? What is the patient's current status? ¿ if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that on (B)(6) 2016, the patient had tape exposure on right side. The tape exposure was found on examination at follow up. It was further reported that the patient had an excision of the exposed mesh and revision of vaginal skin on (B)(6) 2016. Additional information was requested.